Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided ccc with quality control (qc) data, which indicated results were out of range and flagged by the instrument. The customer placed new reagent on the instrument with the same lot and repeated qc, which resulted within range. Ccc instructed the customer to run patient comparison testing, which resulted with comparable results. The cause of the discordant, falsely low glucose result is unknown.the instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate dimension vista instrument, resulting above assay range. The sample was diluted and repeated again on the alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.